Event description:
It was reported that during completion of the case, upon removal of the guide wire, the distal portion remained in the pt (about 3 cm). There was no resistance noted during the case. A snare was used in an attempt to retrieve the distal portion of the guide wire, however, this was unsuccessful and the distal portion remains in the pt. During the snare attempt, an av fistula was apparent, the snaring was continued and a perforation occurred which closed off the av fistula. Reportedly, the pt was asymptomatic throughout the procedure and also following the case.